Manufacturer narrative:
Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and the patient experienced a "tear" in the roof of the left atrium that required surgical intervention and prolonged hospitalization. The patient had to go to surgery post case for a tear in the roof of the left atrium. Patient had a trace pericardial effusion after the procedure. The patient was reported to be stable post surgery. Additional information was later received indicating the physician's opinion on the cause of the adverse event was that it was procedure related. Ablation had already occurred prior to the pericardial effusion. No error messages observed on biosense webster equipment during the procedure. The perforation was located in the roof of the left atrium. Patient required surgery which required extended hospitalization post surgery. Patient is recovering.